Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Per the physician, the cause of death was due to pulseless electrical activity, unrelated to the graftmaster stent. The investigation was unable to determine a conclusive cause for the reported failure to advance. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience sierra stent system and the other graftmaster referenced are filed under separate medwatch report numbers.

Event description:
It was reported that during a left anterior descending coronary artery intervention, a 3.5 x 23mm xience sierra stent was advanced but failed to reach the lesion. Angiography showed a significant perforation. Patient became hypotensive and went into cardiac arrest. Cardiopulmonary resuscitation was performed, and a temporary pacemaker was placed, successfully reviving the patient. A 3.5x26mm graftmaster stent system was advanced but failed to reach the perforation and was removed without issue. Two additional graftmaster stents (3.5x19mm, 3.5x16mm) were advanced and successfully sealed the perforation; however, a distal edge dissection was noted. A 3x12mm xience sierra stent was implanted to successfully treat the dissection. Additionally, during this procedure, it was noted that the patient had severe aortic stenosis and was placed on an intra-arterial balloon pump. Aortic balloon valvoplasty was performed, with good results. Post procedure, the patient remained in critical condition with a poor prognosis. Later that evening, the patient died from pulseless electrical activity. There was no additional information provided.